Event description:
Device #2 of 2. Reference MFR report: 1627487-2014-26777. The manufacturer is unable to determine which lead is implanted on the right side so we will report on each lead. It was reported the patient has not used her stimulation for two months. Lead diagnostics revealed high impedance on the lead and its inability to increase stimulation. The left lead shows no anomalies and is providing effective stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.